Event description:
Centurion healthcare products, dressing change tray, blue dye from packaging leached onto sterile gloves contained inside the package. Possible breach of sterile contents. Package is assembled and packaged in a foreign country.